Event description:
A sterile processing staff member noticed that a wire was broken on the permanent cautery spatula instrument and a piece of the instrument was missing. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for eval, therefore, the cause of the customer reported complaint cannot be determined nor can it be determined if any components separated from the instrument during a surgical procedure or during handling after the procedure. The hosp has not returned requests for add'l info.